Event description:
The patient also stated that tape placed over the stitches pulled on the area and delayed healing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).